Event description:
It was reported that during the positioning of the atrial lead, noise was observed and parameters could not be measured. Red-black cables were replaced and reconnected however noise was still present. A lead fracture was suspected. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found. (B)(4).